Event description:
It was reported that a user experienced brief hyperglycemia to 190 mg/dl after a dinner while using the ilet bionic pancreas early in the meal adaptation and learning period; the device delivered a correction and glucose returned to range, and the user was counseled not to change the target without healthcare provider approval. Symptoms included transient elevated blood glucose. Outcomes included correction to target range without medical intervention, hospitalization, or alarms. Investigation included troubleshooting and education regarding the meal adaptation period and appropriate use of meal announcements. Investigation of this case revealed no device malfunction and that the event occurred during expected adaptation while the system learned the user¿s meal response. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with expected adaptation dynamics early in therapy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.